Manufacturer narrative:
One used sample was received for evaluation. Visual inspection was performed. Functional testing was able to verify the reported problem. Upon further inspection a channel was observed between the base of the cuff and the main tube. The probable cause is due to a welding error during manufacturing. No lot number was provided; therefore, a device history record (DHR) review could not be conducted

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tube exhibited a leakage. The tube was replaced and the issue resolved. There was patient involvement, no injury was reported.